Event description:
The device is supposed to be locked so that the plunger doesn't come all the way out of the top. When the technician pulled the plunger up prior to use, it completely came out the top of the introducer which is not supposed to happen. At this point the instrument was discarded and a new one retrieved. This was discovered prior to use on the patient so no harm involved. The rep was made aware. Conmed anchor tissue retrieval system trs100sb2, lot: 202403014, exp: 03/01/2027.